Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the scratch was found near the edge of the intra ocular lens optic. The scratch was not on the central part of the lens, the surgery was completed without product replacement. The lens was still remains implanted in the patient¿s eye. Additional information has been requested and received stated that there was no patient injury since it was not in the center of the lens, the surgery was completed as is, no defect in visual function was observed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Video was not provided at the time of investigation closure. Additional information: the complainant indicates the use of viscoelastic, which is not qualified for use with company device. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The root cause may be related to filature to follow instruction for use (IFU) as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).